Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Data review: data confirmed the failure mode as imc log showed multiple errors "imcadmin: can't open shared memory when console was powering on. Console analysis: console was tuned on and revealed no issue. Manually restarted the console couple times could not reproduce the failure mode. The console then was power cycled 500 times to observe if any issue occur. After couple times of power cycling, the failure mode was reproduced as the console's boot up process was crashed and the screen showed system self check failure. Additional test revealed the pump motor driver (pmd) communication issue of impellatronic. The issue was resolved when impellatronic was replaced. The ribbon cable between 4 in 1 assembly and impellatronic was bent but not affect to the function of the console. The cause of the system start up issue was a defective impellatonic pcb. This report is related to recall: rcl250612/res#97440.

Event description:
The us complainant reported to have an automated impella controller (aic) failure. The aic displayed a failure warning, then shut down. The aic was replaced per instructions for use recommendations. There was no patient harm or injury reported.